Event description:
It was reported that via a journal article that a study was conducted in which there were two instances of subcutaneous electrode's exhibiting oversensing of noise and the delivery of an inappropriate shock. All evidence indicates the electrodes discussed in this study remain implanted and in service. No adverse patient effects were reported.